Event description:
Meter had no power. This issue was not resolved with troubleshooting since the patient had discarded the meter and strips after the issue persisted upon the patient replacing the batteries. Patient had not used the meter in three months since april 2004. Patient was taken to the hospital since patient "felt drunk". Patient was given insulin there. Since the patient had not used the meter in the last three months, it can be concluded that the meter malfunction did not contribute to any event. This case is reported as a meter malfunction since the power issue was not resolved after replacing batteries. Patient was not able to provide serial number of the meter.